Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
A doctor reported a difficult pocket dissection during laser assisted inlay procedure. After the procedure, the patient reported a sore and scratchy eye. Pocket edema was found. The patient is using artificial tears. At one week post operative visit, trace/1+ pocket haze was noted. Corneal swelling persists which causes light to scatter and vision to blur. Pocket/inlay was reported clear approximately one month post operative. The patient was advised to keep practicing working at near without readers and to continue to use of lubrication with preservative a minimum of four times a day. Approximately two months post-operative, debris was noted inferiorly in the pocket with the inlay. A topical steroid was prescribed.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. Log files for the day of treatment were reviewed. The treatment shows no interruption and the energy stayed stable. Due to the position of the pocket after successfully docking, the suction time is 102 seconds so no technical problem can be identified during log file review. No abnormalities that could have contributed to this event were found during review of the device history records. The clinical review revealed that the gas created during treatment did not escape through the incision but was then released vertically between the cornea and applanation cone, along the previous created canal of the flap (location of pocket incision and flap canal were both superior). As a result, this area remained uncut or just partially cut and could describe the difficulty of dissection of the connector cut. There is no indication a device malfunction caused or contributed to the reported event. There is no indication the device caused or contributed to the reported incident/adverse event. The gas bubble could describe the difficulty of dissection of the connector cut, however, the root cause could not be identified conclusively. (B)(4).